Event description:
It was reported that the pt is experiencing pain on the front and back of her hip area. Pt states that the pain is where stem is connected to the ball joint. The pain first started at the end of (B)(6) 2012. Pt is reporting that if she lies on her left side, the pain wakes her up and is achy and she has to move in a different position. She also mentions that when using the stairs, she feels more stress. Pt states that she had blood work and she is awaiting the results. Pt states that she had to schedule an MRI.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.